Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, de novo, distal left anterior descending (lad) artery, after pre-dilatation and stent implantation, an edge dissection was noted. A 2.75 x 18 mm xience xpedition was used as treatment without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.